Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
Customer reportedly received the following results, with two different meters, within 10 minutes: 56 mg/dl (aviva connect system 1) and 124 mg/dl (aviva system 2). Different vials of test strips were used for each meter. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.